Manufacturer narrative:
New information was received indicating a correction of the implant date, (B)(6) 2025. The event occurred on 23mar2025, when the patient required hospitalization due to dyspnea. An x-ray image confirmed the ra lead perforation. A drainage tube and suture on the atrium was placed. After 3 weeks in the hospital, the patient was discharged home, with normal follow up. The ra lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead perforated the atrium. Attempts to obtain additional information have been unsuccessful. If additional information is provided, an update supplemental report will be submitted. At this time, it is believed that this ra lead remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead perforated the atrium. Attempts to obtain additional information have been unsuccessful. If additional information is provided, an update supplemental report will be submitted. At this time, it is believed that this ra lead remains implanted. No adverse patient effects have been reported.